Manufacturer narrative:
Image review: based on images provided the physician lost visualization of the needle tip when tracking the needle in the perforating vein. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use an ellipsys catheter for patient treatment. No degree of tortuosity was reported. The distance between artery and vein was not greater than 1.5 mm. IFU was followed. It was reported that the needle came out of the perforator vein before puncturing the radial artery. The needle used was from the ellipsys endoavf sheath kit, which is an echogenic tip 21ga x 7 cm needle. The issue arose after the device was used due to improper placement of the needle and sheath. The physician temporarily lost visualization of the echogenic needle tip which is believed to have led to this outcome. A significant extravasation of blood flow occurred. The physician noticed flow outside of the area of where a fistula would have been created. An x-ray was conducted and there was no pseudoaneurysm noted, but there was extravasation of blood flow. The physician made an incision to see what had happened. The blood was cleaned out and artery and vein were repaired then a surgical fistula was created to complete the procedure. The patient required an open incision to repair the blood flow outside of the vessel and had a surgical brachio-basillic avf created. Temporary injury was reported. The patient stayed overnight in the hospital for observation. Once the patient was stable, the patient was released home. The patient is following up with the physician in the office. There was no further patient injury reported.